Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (monitor won't power on) was confirmed and isolated to the electrode belt. As received, the belt failed the current test. Upon evaluation, the v3, c4, and r6 components were contaminated inside ECG electrode b. The cause of the inability of the monitor to power on is a current failure in the belt. The cause of the current failure is the contamination inside ECG electrode b. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on. The issue was isolated tot he electrode belt.